Manufacturer narrative:
(B)(4). The device was received for analysis. Only the hub, hypotube and collar were returned. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with numerous kinks in the hypotube. While the device loaded into the guide catheter, it could not advance through the guide catheter due to the shaft damage. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 05-feb-2018. It was reported that advancing difficulties in the guide catheter occurred. The target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete separation at the collar.